Event description:
Company representative reported that two sensor had a missing cannula. It was stated that these sensors were used by nurses at this hospital. They realized there was no signal and after the sensors were removed they noticed the cannula was missing. The sensors would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors; found the cannulas retracted inside of the sensors. Unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.